Manufacturer narrative:
Dom 3/6/07. In 2009 - the customer reported a problem with pacing capture. On 2/18/09 - the fse evaluated the device and ntf. The device was fully capable of delivering therapy and pacing. On 2/25/2009, philips evaluated the event data from the incident, and concluded that no malfunction occurred (the user misunderstanding was that they did not increase the ma setting high enough to obtain pacing capture. The mrx range for ma is 10-175 ma).

Event description:
In 2009 - the customer reported a problem with pacing capture.